Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes' barrels "burst" during their ig infusions. The following information was provided by the initial reporter: "patient reports two of the syringes burst when trying to complete an ig infusion using a freedom 60 pump."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes' barrels "burst" during their ig infusions. The following information was provided by the initial reporter: "patient reports two of the syringes burst when trying to complete an ig infusion using a freedom 60 pump."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2008322, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, all parts were correctly molded, stoppers were properly assembled onto the plunger, and no damage or other defects were observed in the syringe barrels. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Based on the available information we cannot identify a root cause at this time.